Event description:
It was reported that ongoing cartridge alarms occurred. Ultimately, the customer reverted to an alternate method insulin therapy. The customer's blood glucose (bg) level was "high" with ketones, although a specific value was not given. The customer attempted to address the elevated bg by a manual injection and a correction bolus via pump. On (B)(6) 2026 the customer went to the emergency room and was subsequently admitted to the intensive care unit. The customer was treated with a mix of fast and long-acting insulin and blood pressure treatment. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2026.